Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite 3d device broke near the attachment where the spacers attach, it snapped right off. The patient will try to continue wearing the device until the new one is received. Additional information received reported that the anchor broke off while the patient was sleeping and he could not locate the missing piece. There was no harm or injury to the patient and no intervention was required. The device has been returned.

Manufacturer narrative:
The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description a definitive root cause could not be established; however, it is plausible that the root cause could be due to excessive bruxism which could have caused to break off. Manufacturer reference #: (B)(4).